Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 1999, and that the patient was revised in 2009 due to a broken tibia plate and a broken insert.